Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). One companion sample was received in reference to system error 2240. The cassette was in original packaging and not opened. The cassette was placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The reported condition was not confirmed. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 3 of 4. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr further assisted the hp to disconnect and remove the cassette. The tsr advised se 2240 indicates a large amount of air has entered setup. The hp confirmed to complete therapy with a manual exchange. The tsr also advised the hp to contact the nurse to inform of the incident. On (B)(6) 2010 product surveillance spoke with the hp who stated nothing unusual was noticed with the supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.